Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received two, intermittent occlusion alarms. The customer reported that the blood glucose level was high and the infusion set site was replaced and a bolus was successfully delivered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.